Event description:
Pt underwent repair of total anomalous pulmonary vessel return (tapvr). The surgery was uneventful. Postoperatively, pt was slow to respond despite reversal of muscle relaxants. Pt developed status epilepticus on pod and neurological status remains impaired. There is increased intracranial pressure.